Manufacturer narrative:
(B)(4). A supplemental MDR will be filed when plant investigation is complete. Medical records have been requested.

Event description:
A peritoneal dialysis patient called technical services and mentioned being hospitalized and treated for an infection. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) reported the patient was admitted to a hospital on (B)(6) 2016 with abdominal pain. A sample of the patient's dialysate was drawn at the hospital. A positive culture result led to a diagnosis of peritonitis caused by touch contamination. The patient was prescribed with vancomycin and released. The patient continued his pd therapy without interruption via capd (continuous ambulatory peritoneal dialysis.) The patient returned to his dialysis clinic on (B)(6) 2016, where another set of dialysate cultures were drawn. Results were positive for gram-positive bacteria. Cause was confirmed by the pd rn to be touch contamination. Per physician order, the patient continued dialysis via ccpd (continuous cycling peritoneal dialysis) therapy with a three dose regimen of 2 mg vancomycin, administered on (B)(6) 2016. As of (B)(6) 2016, the patient continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
A device history report is unable to be performed as the cycler s/n is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist and release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming.